Event description:
Laboratory performed psa testing on the dimension rxl and obtained the following resutls: 11/22/2000 5.9 ng/ml; 11/28/2000 5.9 ng/ml. Sample was tested with an alternate analyzer and produced a result of 0.55 ng/ml. Dade behring received sample and on 12/13/2000 confirmed a lower result, 0.59 ng/ml with an alternate reagent lot formulated to reduce non-specific binding. Concluded that patient sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.